Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Most probable root cause: aging/ wear and tear. The reuse of 20 cycles of product a, (uh801), was achieved. Therefore, the electrical safety was no longer given which leads to the defective seen on the pictures in investigation section. Most likely the socket of the cable does have some bad contact to the instrument. The high current, provided by the hf generator, leads the bad connection to spark and consequently the isolation to break. As a result, some strange sound can occur which could be recognizes by user as an explosion. Product b (27040db (lot tp01)) show signs of wear according to the age of the product. These signs do not correspond to the event that happened. Therefore, the defect can be rated as wear and tear of product a. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cable when plugged in exploded. Procedure was completed after replace the resectoscope tray with less than 15 mins delayed. No patient injury, no negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).